Event description:
A customer reported that system messages displayed and the system shut down during a cataract extraction procedure. The system was restarted and the case was able to be completed with no injury to the patient.

Manufacturer narrative:
A review of the service report indicates that the customer's system shut down with system messages displaying. The company representative examined the system and found the system messages reported displayed in the event log. The host module was replaced. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system's event log revealed that a system message (abnormal shutdown) and (mechanism powered up in a fault condition) occurred on (B)(6) 2013, which confirms the reported system message. A review of complaints for the last 24 months did indicate one similar report system. The root cause cannot be determined conclusively. (B)(4).